Event description:
It was reported that during a supply change and fill tubing process, the user was unsure whether they had been disconnected from the body, attempted to fill tubing while connected, did not see drops, and later received a low blood glucose alert, after which insulin delivery was ended and troubleshooting steps were taken to complete fill tubing only and fill cannula, with insulin delivery subsequently resumed. Symptoms included hypoglycemia with blood glucose decreasing to 67 mg/dl. Outcomes included recovery after oral carbohydrate intake and continued system use without hospitalization. Investigation included remote troubleshooting, user guidance through fill procedures, and confirmation of proper reconnection and resumption of insulin. Investigation of this case revealed no device leaks or visible hardware issues and suggested user technique uncertainty during the supply change and tubing fill while potentially connected. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.